Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in back-up mode due to hardware reset. High voltage therapy was not available during the backup. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that firmware was installed on the implantable cardioverter defibrillator and the device was restored.